Manufacturer narrative:
(B)(4). Date sent: 7/1/2021. Investigation summary: call home was reviewed for system (B)(6) on 4/20/21. There were two cases on this date. No errors/issues were seen in call home. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot : lot ml20095581, manufacture date: 9/30/20, expiration date: 5/31/24. There were no problems seen during the manufacturing and testing of this lot. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Please explain the delay in procedure mentioned. Additional information was requested, and the following was obtained: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. What was the approach/where anatomically was the probe inserted? Was there any resistance felt or any challenges inserting the probe? Where in the liver is the probe tip located? Are any photos of device available? Are copies available of any imaging performed? Was the postoperative patient care changed or any other treatment required? Are there plans to remove the broken probe tip? What is the current status of the patient? Was the ablation successfully completed? There was no delay in the procedure. It was a liver ablation and the approach was through the liver. The probe broke off during the final ablation of the tumor which had become hardened; so there was some resistance. The probe tip is in the liver; I am not 100% sure of the location. There are no photos of the device available. There may be copies available on pacs as they used ablation confirmation for the procedure. No other treatment was required for the patient. There are no plans to remove the tip. The patient is doing ok. The ablation was successfully completed. The physician did not realize the tip had broken off until he did his final imaging.

Event description:
It was reported that during a liver ablation procedure that when the radiologist was doing the final scan, he noticed there was metal in the patient. When surgeon removed the probes, he noticed that the tip was missing from one of the probes. Piece was not retrieved from the patient.